Manufacturer narrative:
One opened probe was received with no tip protector and a piece of metal taped to a paper, in a bag, for the report. The returned sample was visually inspected and found to be non-conforming with the tip of the needle broken at the port. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Photos of product are attached and have been reviewed by the investigation site. The photos show a device needle and then a piece of metal on a piece of gauze. The exact details of what the piece of metal on the gauze is, and if the device needle is damaged at all, cannot be determined from the photos provided. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe had a broken tip. The root cause for the broken tip is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. No action has been taken as it appears that the observed broken tip was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional tip of a vitrectome broke off in the eye during vitrectomy surgery, which was removed from the same surgery using tweezers. The product was replaced with another tip. There was no harm to patient. Based on information received following submission of the initial report, new unknown lot number was updated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).